Event description:
It was stated that the customer was treated by the paramedics due to low blood glucose. The low blood glucose reading was not provided, but the current blood glucose reading was 200 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. There was no indication that the customer over delivered insulin or primed while being connected. The customer did state that the insulin pump was shooting out insulin during the manual prime. Troubleshooting was performed and the insulin pump was unable to prime after multiple attempts. The customer was advised to discontinue using the insulin pump.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform the occlusion and no delivery tests due to the prime anomaly.